Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00301, 00302, 00303, 00304 and 2937457-2014-00164 and 00165.

Event description:
The plaintiff's attorney alleges that the decedent experienced a cardiovascular event on (B)(6) 2007 and subsequently expired on (B)(6) 2007 after use of the product.